Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had surgery on the date of this report to remove the anchor that holds the lead wire in place. The patient reported that it had been causing them pain for the past 4 years, since 2012. Indication for use is spinal pain.

Event description:
Additional information received from the consumer reported they were sent the wrong replacement patient programmer (pp) due to a pp was lost. The consumer confirmed they were sent the correct pp but thought it was the wrong one because they couldn't see their adaptive stimulation settings. It was reviewed that the adaptive stimulation settings may have been disabled by the doctor when they performed the revision surgery because the implantable neurostimulator (ins) was removed and then the same one was re-implanted according to the patient or the patient may just have adaptive stimulation disabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.